Event description:
It was reported the patient had a ¿bad¿ bladder infection about three weeks prior. The patient¿s lower back was also hurting. Medication was given to the patient to treat the infection. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3093-28 lot# v062829, implanted: 2007 (B)(6); product type lead. (B)(4).